Event description:
This case was initially received via regulatory authority (reference number: mw 5083920) on 27-feb-2019. The most recent information was received on 21-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one of the coils has migrated to my pelvis") and arthralgia ("joint pain") in a female patient who had essure (batch no. A66685) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam, vitamin b complex (vitamin b) and vitamin d nos (vitamin d). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion hospitalization), arthralgia (seriousness criterion disability), gastrointestinal disorder ("gi issues") and lethargy ("lethargy"). At the time of the report, the device dislocation, gastrointestinal disorder and lethargy outcome was unknown. The reporter considered arthralgia, device dislocation, gastrointestinal disorder and lethargy to be related to essure. The reporter commented: 'hospitalization/ disability' was mentioned but not specified and/or assigned to one of the events¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.